Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 3 days back and again the day of the call. The customer stated blood glucose on (B)(6) 2017 was 587 mg/dl and went over 600 mg/dl. She also reported receiving no delivery alarms after changing the set multiple times. The customer stated that she treated with insulin pen when getting home. The customer stated the insulin pump did not vibrate when she gave a bolus and the screen went blank. The customer also reported that the day of the call her blood glucose went from 348 mg/dl to 534 mg/dl. During troubleshooting, the customer mentioned that the insulin pump was dropped but no damage was found, she noticed a large air bubble at the bottom of the reservoir and the cannula was slightly bent. The insulin pump passed the self-test and displacement test. It was advised to monitor the device. The reservoir will not be returned for analysis.